Event description:
Customer reported that the light head separated from the spring arm when doctor was trying to reposition light head during surgical procedure. The light struck the nose of the doctor as it fell. Hospital has refused to provide info on the injured party and the pt. (B)(4).

Manufacturer narrative:
A maquet field svc tech (fst) visited the hospital, and evaluated the device. The screw retaining the safety ring could not be found. Consequently, the ring could be displaced during handling operation, and the safety segment become, allowing the light head to fall. The out of position ring could have been detected by the user. The fst repaired the device, verified similar systems in the facility, and replaced the screws that were found missing. Several instructions and warnings are included in the xten installation manual and on the product itself in order to secure this assembly. Maquet inc is not the primary svc provider for this hospital. No other svc info was provided. Maquet inc. Submits this report on behalf of the device mfg facility. Maquet s.a. Provides product failure investigation, analysis and resolution for the device described in this report.